Event description:
Boston scientific received information that a high, out of range shock impedance measurement was observed on the implantable cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. It was reported that all other measurements were within range and no connection or lead issue was suspected. No revision was done at this time. Hence, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.